Event description:
It is reported that four (4) days ago, the end-user developed a rash with itching and hives on one side of the stoma located under the ostomy mass. This hive like rash is currently being treated with kenalog spray from a previous infection which was not prescribed for this current skin issue.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. States skin care regimen is as follows: cleanses with water and gauze; pats dry and applies eakin cohesive seals and the wafer. States did try skin prep once and maybe allergic to that since she has had reactions in the past. The use of an anti-fungal powder was discussed with end-user to protect skin from moisture under skin barrier and the onset of small blister like bumps as reported by end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.